Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: broken shell, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: a broken crease sharp in the side radius assessed as fold flaw opening.

Event description:
Device has been explanted

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.